Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A low readings issue was reported with the adc meter. Customer's son (caregiver) reported the customer received low meter results which led to insufficient administration of medication. Customer experienced dizziness and was taken to a hospital where readings of 7 mmol/l and 8 mmol/l were obtained on the adc device and compared to hcp meter readings of 12 mmol/l and 13 mmol/l respectively. Customer was diagnosed with hyperglycemia and remained hospitalized for 8 days. No details regarding treatment were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the neo meter were reviewed and the dhrs showed the neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc meter. Customer's son (caregiver) reported the customer received low meter results which led to insufficient administration of medication. Customer experienced dizziness and was taken to a hospital where readings of 7 mmol/l and 8 mmol/l were obtained on the adc device and compared to hcp meter readings of 12 mmol/l and 13 mmol/l respectively. Customer was diagnosed with hyperglycemia and remained hospitalized for 8 days. No details regarding treatment were provided. There was no report of death or permanent injury associated with this event.